Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 8.9 mmol versus 5.9 mmol meter to lab. Tests were done within 20 minutes with a difference of 51%. Patient did not experience any adverse events. No further information has been reported.